Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (constant check therapy electrode messages) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition test. Upon evaluation, there was an open wire in the cable connecting the distribution node (dn) and front te between the dn and ECG electrode b. The cause of the check te messages is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the open wire.

Event description:
A us distributor contacted zoll to report that a patient was receiving excessive 'check therapy electrode' messages.